Event description:
A physician a certas valve (ID (B)(4)) was implanted via lumbar peritoneal shunt on (B)(6) 2022 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, (B)(4)). On unknown date, lumbar catheter rupture occurred, therefore the valve was removed and replaced on (B)(6) 2023 due to suspicion of valve failure. According to customer, it is unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID: 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no failure issues with the valve were noted.